Event description:
It was reported that the zimmer meshgraft ii was shredding skin. Additional information received from the hospital on (B)(6) 2010: there was no harm or injury to the pt. The graft was used and no additional tissue was required to be harvested for this procedure; no delay or increase in surgical time.

Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.